Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to the device no longer cycling as intended as a result of fluid loss. The physician replaced all of the components due to the age of the device. There were no patient complications reported.

Manufacturer narrative:
Block c2/d10: concomitant product/therapy.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to the device no longer cycling as intended as a result of fluid loss. The physician replaced all of the components due to the age of the device. There were no patient complications reported.